Event description:
The customer contact reported the float valve in the soluset did not close when the soluset emptied. The soluset was being used to deliver 0.9% normal saline. After an unspecified length of time in use, the float valve in the soluset did not close when the soluset emptied. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.